Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The septum of the catheter was missing. The dilator of the catheter was kinked/buckled. There was an issue with the septum of the catheter. The analyst noted the delivery catheter was returned with the dilator separate from the delivery catheter. The septum of the delivery catheter was missing and not returned. There was adhesive within the hub of the delivery catheter. The shaft of the dilator was kink/buckled at 44.2 cm, 45.3 cm, and 47.8 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the delivery catheter did not have a hemostasis valve attached. The catheter was not used. No patient complications have been reported as a result of this event.